Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the harmonic ace instrument sustained damage, resulting in a fragment detaching and falling into the patient. The fragment was retrieved during the same procedure. While in use, repeated reconnection messages appeared; the instrument was reconnected and continued to be used. Subsequently, the jaw component was damaged, rendering the device unusable. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The harmonic ace instrument has been received; however, the failure analysis investigation has not been completed at this time.